Manufacturer narrative:
Correction d1, d4, g4 (omitted on initial report). D1: brand name: add: minicap transfer set (remove ni). D4: catalogue #: add: 5c4483 (remove asku). G4: 510k #: add: k192705 (remove ni). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with the patient line of a homechoice low recirculation volume apd set and transfer set which resulted in a leak. The connection issue was further described as, ¿patient connector joints in cassettes are detached and have been found to be detached during machine use¿. This occurred during use of the devices for peritoneal dialysis (pd) therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.